Event description:
The customer reported that the unit's display was no longer readable. There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.